Event description:
Additional information: patient was injected with juvéderm¿ voluma¿ with lidocaine.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, pain, on/off blocked hearing, severe induration and major immune reaction (postponed, delayed), allergic symptoms are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and pain: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ any other undesirable side effects associated with injection of juvéderm¿ voluma¿ with lidocaine must be reported to the distributor and/or to the manufacturer."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm¿ voluma¿ in the right and left temples. Six days later, the patient developed edema "all face" and pain on their left side. The patient also had pain while eating (mastication) and severe induration on the temples. Patient was treated with hyaluronidase and prednisone by a physician from the injecting clinic. Patient later went to the emergency room and saw an ophthalmologist. Upon examination, the patient was found to be normal. Patient was treated with ancef via IV. On the next day, the patient returned to the emergency room multiple times. Patient was still having pain and was prescribed the patient with morphine for pain in the temples. There was also periorbital edema which caused the patient to have difficulties hearing described as "blocked hearing" on their left side which was on and off. That evening, the patient also developed edema and pain on the right side and patient again went to the emergency to have it checked. It was noted that all the doctors are very concerned. A few weeks later, the patient was reviewed by the healthcare professional and there was just a little bump on the left temple only while the patient still had a little pain with mastication. Patient was given additional treatment with hyaluronidase, reactine and zantac. The healthcare professional noted that the patient had a "major immune reaction, allergy (postponed delayed), because symptoms were bilateral oedema all face." Symptoms went down after hyaluronidase was injected. Patient's symptoms gradually resolving with prednisone.